Manufacturer narrative:
The product was not returned. Photos were provided. Clinical information review: findings: this image is a slit lamp photo taking of a dilated pupil with a centered intraocular lens (iol). The narrow, slit beam is focused on the anterior portion of the lens. The lens appears to have small discrete opacification within the illuminated area of the slit beam. The reported product lot number was not provided. Lot specific reviews for similar complaints or non-conformances could not be conducted. However, before production release, each device history record is reviewed to ensure that the product met the required specifications and release criteria. The product investigation could not identify a root cause for the reported complaint. The lens remains implanted. Clinical information review of the photo: the narrow, slit beam is focused on the anterior portion of the lens. The lens appears to have small discrete opacification within the illuminated area of the slit beam. It is difficult to determine from a single photo the nature of the opacification. What is observed is consistent with glistening as the opacifications are within the matrix of the lens and are smaller in size. Glistenings are larger fluid-filled vacuoles and are distributed throughout the iol optic. Glistening rarely has an impact on the patient's vision. The lenses were implanted in 2012. No explantation is currently planned. Not enough information was provided for further investigation. The surgeon indicated that they no longer have access to the serial numbers. The manufacturer internal reference number is:(B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that following an intraocular lens (iol) implant procedure, the lens that was implanted became cloudy. Additional information was received and stated, no explantation was currently planned, the patient will return annually for routine check-ups. There are two medical device reports associated with this patient. This is 2 of 2.